Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "channel was blocked with foreign material" was confirmed and observed as a 'brownish matter' - however, it was not possible to identify this material further, and a presumed cause could not be further established. The suggested phenomenon of "distal end was dirty" was presumed to have been due to the reprocessing steps by the user facility differing from the ones recommended by the instructions for use (IFU). The IFU (reprocessing manual) states as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera elite colonovideoscope had foreign material in suction channel. The cleaning brush got stuck in the channel, prior to an unknown diagnostic procedure. There were no other devices involved in this event. The procedure was completed using a similar device, without any delay. During the testing and inspection of the returned device, the distal end was found to be dirty. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the customer¿s allegation was confirmed. In addition to the findings reported to the gap of the up/down knob and the angulation in the up direction were both out of specification due to a worn angle wire. There was a crease at the charged coupled device (ccd) unit lens and the focus was not transformed to near point as a result of the damaged ccd. The adhesive part of the bending section cover was broken and there was corrosion at the scope connector cover due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.